Event description:
Same case as MFR report # 2134265-2008-03592. Clinical study. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The target lesion was a de novo, moderately calcified, moderately tortuous, proximal lad (left anterior descending) lesion measuring 3.0x30mm with 90% stenosis. The lesion was treated with predilation and placement of a 3.0x32mm taxus liberte stent resulting in 0% residual stenosis. Balloon withdrawal resistance of the taxus liberte stent delivery balloon was noted. No patient complications were reported as a result of this event.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.